Manufacturer narrative:
Correction to 3500a initial. Incorrect result code submitted in error. See result code section of this report for correct code (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a clot was discovered. After the procedure, when the catheter was removed from the patient¿s body, a clot was stuck to the tip of the catheter. The clot became calcification outside of the patient¿s body. During the procedure, impedance, temperature and the contact force value were normal. There were no error messages displayed during the procedure. The procedure was completed without patient consequence.